Event description:
Procedure: gastrectomy. According to the report: upon inserting anvil through the mouth and pulling the tube lightly from the cut end of the esophagus, the anvil had disengaged. The anvil was removed from the patient. There was no bleeding or resection of tissue required; however, the procedure was extended more than 30 minutes.